Event description:
It was reported that during the procedure in the heavily calcified distal right coronary artery, a 2.25 x 12 mm xience nano rx stent system was advanced into the patient anatomy. Resistance was felt and the stent system was unable to advance to the target lesion. The stent system was removed with resistance due to the calcification. A 2.25 x 8 mm xience nano stent system was advanced into the patient anatomy. Resistance was felt; however, the stent system was able to cross to the target lesion and the stent was deployed. The stent length was not long enough to cover the target lesion and a 2.25 x 12 mm xience nano stent system was advanced into the patient anatomy. Resistance was felt and the physician applied some force; however, the stent system was unable to advance to the target lesion and was withdrawn with some resistance due to the calcification. The patient then went into cardiac arrest due to an occlusion in the right coronary artery. Shock was administered, as well as medications. At this point, it was discovered that the 2.25 x 12 mm xience nano stent had become dislodged in the patient anatomy and had lodged in the ostium of the right coronary artery. The physician then advanced a 2.25 x 8 mm xience nano stent into the anatomy and the stent was deployed, successfully embedding the dislodged stent against the vessel wall, restoring blood flow. A 2.5 x 12 mm xience stent system was advanced into the patient anatomy. Resistance was felt and the stent became loose on the stent system, but did not become dislodged. The device was removed with resistance from the patient anatomy. At this point, the physician ended the procedure. There was a clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). The patient remained hospitalized and was discharged to home in stable condition approximately 1 week after the procedure. No additional information was provided. (B)(4) - against resistance. The 2.25x12mm xience nano and the 2.5x12mm xience v indicated are being filed under separate medwatch MFR numbers. Evaluation summary: analysis of the rx xience v stent delivery system (sds) noted blood visible on the hub consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was heavily calcified, which likely contributed to the reported difficulties advancing and retracting the sds as there was no damage noted to the stent or sds prior to use which suggests a product deficiency did not contribute to the reported difficulties. It was reported that the sds was advanced as resistance was encountered. It should be noted the xience nano instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the lot history record did not reveal any nonconforming material records that could have contributed to the incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for difficult to remove for this lot. Based on the investigation, there is no indication of a product quality deficiency.